Event description:
It was reported that during a supply change, the user selected steps associated with inserting a new infusion set and encountered an alert 38 ¿unable to proceed¿ after filling tubing, which was attributed to incorrect supply change steps and problematic supplies; insulin delivery was later resumed after performing a full supply change with new supplies. Symptoms included no adverse clinical effects reported. Outcomes included restoration of insulin delivery without escalation of care. Investigation included troubleshooting with the user and education on correct supply change workflow. Investigation of this case revealed use error related to supply change sequence and an issue with the infusion set and cartridge that was resolved by replacing the supplies and repeating the procedure. It was concluded, based on previously established findings for similar reports, that user handling error and supply-related factors were the most probable causes.